Manufacturer narrative:
Device not available for evaluation.

Event description:
The device was used during a vats procedure. Reportedly, the scope visibility was not clear. The hospital has reported no pt injury occurred.